Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: heavy fluid invasion affecting the printed circuit board, causing the communication and image issues. The cause of the findings "no image and error b30" is traced to component failure. The cause of the findings "minor residue on scope connector and debris on light guide lens" is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited minor residue on scope connector, debris on light guide lens, no image and scope communication error b30. There was no patient involvement.